Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator's display was exhibiting failures and intermittent connection issues during service / maintenance (not in a clinical setting).